Manufacturer narrative:
A distributing facility reported, "trial of new product shows product cant be used appropriately. The suction canister tip does not fit into the suction system. During a procedure where quick suctioning needs to be performed, the unit will fail to provide suction and suctioned contents will spill or spray on caregivers, the patient, and the sterile operating/procedure area." Deroyal industries, inc. Requested return of the device, and received it on 4/29/2026. Several lids were inspected with the reported defective device. The canister tip went into each of the lids with no issue. The device history record of the device was also reviewed and no issues were found with assembly or testing. A complaint to sales ratio was conducted over the past two years and was (B)(4). Root cause: the root cause was unable to be determined. The returned sample fit into the canister lids with no issue so no issue could be identified. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
A distributing facility reported, "trial of new product shows product cant be used appropriately. The suction canister tip does not fit into the suction system. During a procedure where quick suctioning needs to be performed, the unit will fail to provide suction and suctioned contents will spill or spray on caregivers, the patient, and the sterile operating/procedure area."

Manufacturer narrative:
A distributing facility reported, "trial of new product shows product cant be used appropriately. The suction canister tip does not fit into the suction system. During a procedure where quick suctioning needs to be performed, the unit will fail to provide suction and suctioned contents will spill or spray on caregivers, the patient, and the sterile operating/procedure area." Deroyal industries, inc. Requested return of the device, however it has not yet been received. This investigation is not complete at this time. No further information is available at this time. We will provide follow up report when additional information becomes available.